Manufacturer narrative:
Continuation of d10: dtp2qq crt-d implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) resulting in unnecessary pacing at times, as well as pretermination of atrial arrhythmia in progress, and misclassified an event as ventricular tachycardia (vt), cardiac resynchronization therapy defibrillator (crt-d) classified ventricular rate greater than atrial rate, therefore delivered anti-tachycardia pacing (atp) as programmed. The crt-d detected vt that was suspected to be dual tachycardia vs. Fast ventricular response during atrial arrhythmia. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.